Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician. Review of the clinic notes dated (B)(6) 2012 revealed that the patient was experiencing multiple seizures per day. The patient's vns was interrogated and the patient was told the battery life may be low. The patient had a seizure about 7 days ago that resulted in postictal todd's paralysis with weakness on the right side. The notes state that this is the patient's second occurrence; that the patient's first one was in (B)(6) of this year. The patient's mother reported that the patient's mood has been depressed. The patient's settings were output=2.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=0.8min/magnet on time=2.5ma/magnet on time=60sec/magnet pulse width=250usec. System diagnostics showed the device to be functioning normally with lead impedance=ok/dcdc=2/neos=no. Normal mode diagnostics showed lead impedance=ok/dcdc=5/neos=no. The physician reported that the patient's seizures are an increase but below baseline. The physician was unsure if they are related to vns. There was no change in settings. The patient was referred for prophylactic battery replacement. A battery life calculation was performed with results of 0.87 years remaining until eos. Clinic notes dated (B)(4) 2012 were also received which indicated that the patient has had almost daily seizures and he had a total of 5 grand mal seizures with todd's paralysis on the left side being hemiparetic since (B)(6) 2012. The patient was noted in the clinic notes to have a prior history of seizures with postictal weakness on the right side as well. The patient tried potiga since his last visit and developed more seizures after the medication, therefore, it was stopped. The patient is currently using ativan multiple times a day in addition to his other medications for cluster of seizures. The patient underwent battery replacement on (B)(6) 2012. Attempts for product return are underway. Good faith attempts for further information from the physician have been made but have been unsuccessful.

Manufacturer narrative:
Device manufacture date; corrected data: inadvertently listed incorrect manufacture date on initial report, discovered this incorrect date on (B)(4) 2012.

Event description:
Additional information was received on (B)(6) 2012, when the physician stated that the patient has bifrontal seizures too. The patient had epilepsy surgery as an intervention. No further information was provided. The explanted generator was returned for product analysis. Product analysis is still underway and has not yet been completed. The operative report from the patient's surgery was received which indicated that the patient underwent battery replacement due to "vagal nerve stimulator malfunction" that the patient's battery life is quite low. After replacement the lead impedance was noted to be within normal limits and the patient was programmed to their previous settings.